Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, however, no intervention was performed. The patient was stable.